Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's leads have migrated. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26288. It was reported the patient is no longer receiving effective stimulation despite increasing the amplitude. The patient laughed really hard and then experienced a big shock and he turned down the stimulation and the next day the stimulation stopped completely. Lead diagnostics revealed multiple low impedances. X-rays have been ordered. The patient is working with his physician to determine the next course of action.